Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, d5, g4, h2, h3, h4, h6 and h11. DHR was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: implantation of temporomandibular joint with prefabricated components. Fitting of the joint endoprostheses via prearticular and angular approaches. On the right side, fossa components in situ without signs of loosening. Insertion of the fossa component was successful in a stable position with good centering of the fossa in the cup. On the left side, it was necessary to use emergency screws in the area of the fossa component in order to loosen the imf so that the ramus component cannot be inserted correctly. If this is properly adapted, there is a clear intraoral gap with disocclusion in the posterior region. For this reason, the decision was made to discontinue the procedure. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. All 3ds deliverables were confirmed to be accurate to the received and intended scans, as well as to the design requirements set forth in the product specifications. An image of the anatomical design file with digital representations of the surgical implant was reviewed. It appears that the implants were designed and placed properly. A review of each 3ds provided surgical guide confirmed their accuracy to the intended plan. Post-op scans were not provided for review; therefore, it could not be determined if the devices were placed properly during the operation. It was also noted by the design supervisor that the combination of previous trauma and several procedures may have increased the difficulty in fitting the mandible components due to increased muscle tightness, scar tissue, or ligament damage. The reported event is confirmed, based on medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) a4: weight: 60-70 kg. G2: foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient experienced trauma to the jaw and underwent a ligament repair and reconstructions surgery followed by an initial bilateral tmj procedure. Patient has had multiple revision procedures prior to this event. Subsequently, a third attempt was performed, and the procedure was again terminated due to the left ramus component unable to be fitted correctly and the original fossa was reinserted. Attempts for additional information is still in process.